Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was deleterious right ventricular (rv) pacing resulting in worsening of the hemodynamic and functional status of the patient. Subsequently the patient was hospitalized and surgical intervention was taken to explant and replace this pacemaker. No further adverse patient effects were reported.